Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump stopped working. After the pump was plugged into a power source, the pump display was accessible. The customer's blood glucose level was not impacted. The customer was to continue to use the pump for insulin therapy.